Manufacturer narrative:
Investigation completed 6/22/2017. Method: -device history review. -trend analysis. -failure analysis. The device history records of ip2p lot 198216, sn (B)(4) were reviewed and did not reveal any anomaly. The batch was manufactured in october 2016. No other complaint was received for this batch. A review of integra complaint tracking database since 2014 for ip2p, ip1p, cc1p1, it2eu, it2 revealed 2 other complaints reporting disconnection. (B)(4). Conclusion: no device is available for analysis after several documented request; the complaint is unverifiable. In addition, as the ip2p licox probe was used with a competition bolt instead of the provided integra bolt, the root cause of this event could not be determined. Fixation of the probe to the bolt is critical.

Event description:
Licox catheter was placed in the operating room through a hemedex quad lumen bolt. The patient then went to ir (interventional radiology) for procedure and sometime during transport the licox catheter became disconnected at the distal end and pulled out about 8 cm. The clinicians completely removed the catheter and luered off the end of the tubing with a sterile cap. There was no patient injury. The catheter and its tubing was not kept. There is no product to return. Additional information was requested and on 10may2017, the following was provided: patient¿s underlying medical condition/reason for the use of the ip2p was subarachnoid hemorrhage (sah). There were no issues noted with the ip2p during the time it was implanted on (B)(6) 2017. The ip2p was in the quad bolt with 3 other devices. The customer was told by the physician that he remained beside the entire time with the patient. They were extremely careful and had 1 person managing movement of the head for each transfer. The device was tightened at the connection with the quad bolt port and at the time of insertion it did not appear that the distal end was loose. Since the licox became disconnected and was completely removed by the clinicians, the lumen just continued to be lured off. The customer was told that it would be unsafe to insert a new probe through a potentially unsterile port. The patient still remains critically ill in the neuro ICU.